Event description:
As reported by the edwards lifesciences affiliate in germany, we received notification of an evoque procedure in tricuspid position by right femoral vein where the valve was implanted in the desired position. Approximately, 1 week post implant a permanent pacemaker was implanted. The perceived root cause was indicated to be most likely caused by anchor pressure. The right ventricle (rv) function was moderate and the initial tricuspid regurgitation (tr) grade was none/trace post-procedure.

Manufacturer narrative:
The event is captured by edwards lifesciences under complaint # (B)(4). The manufacturer's investigation is ongoing and a follow-up report will be submitted when the investigation is complete.

Manufacturer narrative:
The complaint for valve interacts with conduction system was confirmed with other empirical evidence via information provided by edwards clinical specialist. The reported conduction disturbance does not allege a malfunction that could be related to an edwards manufacturing deficiency. The event does not allege a labeling issue or device related infection; therefore, no DHR, lot history review, or manufacturing mitigations review are required. Since no manufacturing non-conformances were found and no labeling, training, or IFU deficiencies were identified, no preventative or corrective actions were required.